Event description:
Balloon buckled on itself and could not be removed safely. The cardiologist requested that the interventional radiologist be called. The interventional radiologist snared and removed the balloon catheter with an intravascular snare.